Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. Neurologist indicated that vns therapy system replacement surgery is planned. No adverse event was reported in conjunction with the high lead impedance condition. Lead break is suspected. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance.